Event description:
The customer reported a saturation fault error message. This error will prevent the system from operating, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and found problems with the high voltage power supply, but no conclusion can be drawn as further repair info is not available.